Manufacturer narrative:
The affected evita xl was analyzed on site by dräger service. It was found that a faulty power supply was the root cause for the described issue. In case the power supply fails the ventilation stops and the safety valve is opened against ambient in order to allow for spontaneous breathing. The evita xl alarms acoustically with a power failure alarm on the power failure horn. The power failure horn is powered by gold caps regardless of the power supply. The device behaved as specified and alarmed for this failure situation. The device was repaired by replacing the power supply. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Without the patient having any problems the device turns off and alarms. No injury reported.